Manufacturer narrative:
The device history record and previous repair record for zimmer skin graft mesher serial number (B)(6) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number (B)(6) prior to 10 june 2019, the device was noted to have been previously repaired four times, the last repair being for the roller and ratchet gear being damaged on 7 september 2018. The reported event was confirmed by the service technician who evaluated and repaired the device. On 10 june 2019, it was reported that the comb on a mesher was bent. The customer returned a zimmer skin graft mesher serial number (B)(4) for evaluation. Evaluation of the device on 24 june 2019 noted that the pre-test calibration and test mesh could not be performed due to a bent comb on the mesher. Repair of the mesher occurred the same day and involved replacing the comb. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. Reference number (B)(4) on 10 june 2019 while the service technician confirmed that the comb was bent, it cannot be determined from the information provided as to what caused the comb to become bent. Therefore, the root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information was received.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Zimmer skin graft mesher's comb/teeth/guard bent. No adverse events were reported as a result of this malfunction.